Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet pump exhibited a worsening hardware issue in which the sleep/wake button became unresponsive, with no effect on blood glucose and no device alerts or alarms, and a replacement device was provided along with user education on shutdown, data syncing, startup, and return. Symptoms included no clinical effects. Outcomes included no injury and no medical intervention or hospitalization. Investigation included technical review of the reported malfunction and collection of user-provided information and media, though the submitted video could not be accessed. Investigation of this device was confirmed and revealed a nonfunctional user interface control consistent with a mechanical or electrical failure of the sleep/wake button, with normal therapy delivery otherwise. It was concluded, based on previously established findings for similar reports, that the cause was a component-level hardware failure not related to user operation.